Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was found to have a completely broken main tube at the distal assembly. The cautery wire is hanging but is not broken. The instrument passed continuity test. No material was found missing. Components adjacent to this broken main tube do show damage. The conductor wire dislodged. Additional observation(s) related to customer complaint included the instrument was found to have a dislodged conductor wire at the distal. The conductor wire not broken and passed the continuity test. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the connector was broken. There doesn¿t appear to be any missing pieces. The image was further reviewed by a regulatory post market surveillance (rpms) analyst and the instrument part is confirmed to be detached.

Event description:
It was reported that during a da vinci-assisted salpingo- oophorectomy surgical procedure, the permanent cautery hook instrument was found to have the shaft and the connector part separated even though no collision occurred between the instruments. The procedure was delayed for less than 15 minutes and completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no fragment fell inside of the patient.